Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced headaches, seizures, aphasia and cognition changes. The patient was prescribed bevacizumab, dexamethasone, clonazepam, phenytoin, lacosamide, and levetiracetam. The event was considered resolved.